Event description:
The patient reported that while at a water park, the keypad buttons became unresponsive. The patient reported that she was trying to change the inset when she first noticed the issue. During the call, the patient could not get out of the verify screen. The patient reportedly wore the pump in a pocket and did cleaned the pump with alcohol swabs. Customer support advised the patient not to clean the pump with solvents.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are unresponsive. There was moisture observed in the display screen, and evidence of residual moisture on the pcb. A leak test was performed and a battery compartment leak was observed. Evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.